Event description:
Additional information indicates leads were fractured.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, microscopic inspection and the continuity testing the returned lead (a) showed channel #2 and 6 broken wires was found.

Manufacturer narrative:
E1 initial reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that one of the patients leads had high impedances on all contacts and patients other lead had high impedances on 2 contacts. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue. During the procedure the ipg became unable to communicate with external devices, troubleshooting was able to recover the ipg.